Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a shaft break occurred. The 100% stenotic, progressive lesion was located in the mildly calcified, moderately tortuous proximal right coronary artery (rca). Insertion difficulties were encountered while advancing the 15mm x 1.50mm maverick over-the-wire balloon catheter for post dilation. Three inflations were performed at 10 atms for 10 seconds each. Post balloon inflation, a shaft break occurred. The device was removed without incident. The procedure was successfully completed with another of the same device. No patient complications were reported. Patient status is reported as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.